Event description:
The customer reports a problem with the touch screen, it is as if the keys were shifted with the screen. Patient/user involvement is unknown, no harm was reported. The touch screen is out of calibration. It does not respond to the right place when they press it. Attempted calibration but when pressing on the red card for the first step, the test does not pass. The remote service engineer recommended replacement of the touch panel. Further information is pending.

Manufacturer narrative:
The customer did not respond despite multiple attempts for additional information.